Event description:
It was reported a (B)(6) transmission was sent for lead integrity alert. It was noted the "patient's current egm shows what appears vt, and nurse says that they called to find that she was being resusitated." The ICD showed just one vf episode, but many nonsustained vt episodes. Later review of manufacturer database revealed the patient had died that same day. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a carelink transmission was sent for lead integrity alert. Noted "patient's current egm shows what appears vt, and nurse says that they called to find that she was being resuscitated." The ICD showed just one vf (ventricular fibrillation) episode, but many nonsustained vt(ventricular tachycardia) episodes. Later review of manufacturer database revealed patient had died that same day. Cause of death has been requested and not received. Follow up with clinic reported unknown if patient was pacemaker dependent. Last office visit was seven months prior to death with normal checks except for the chronic lv (left ventricular) lead had elevated thresholds but was still functioning fine. Carelink six months prior to death had shown elevated optivol levels and recommended replacement time was recorded.

Event description:
It was reported a carelink transmission was sent for lead integrity alert. It was noted the "patient's current egm shows what appears vt, and nurse says that they called to find that she was being resuscitated." The ICD showed just one vf (ventricular fibrillation) episode, but many nonsustained vt(ventricular tachycardia) episodes. Later review of manufacturer database revealed patient had died that same day. Cause of death has been requested and not received. Follow up with clinic reported unknown if patient was pacemaker dependent. Last office visit was seven months prior to death with normal checks except for the chronic lead had elevated thresholds but was still functioning fine. Carelink six months prior to death had shown elevated optivol levels and recommended replacement time was recorded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Later follow up revealed patient had been found unresponsive by daughter who called 911. Paramedics found patient pulseless, apnic, in asystole. Resusitation efforts begun and arrived in ER in pea (pulseless electrical activity) rhythm. Family requested cessation of resusitation efforts and patient died of possible acute inferior myocardial infarction.